Event description:
The customer stated that they have been having a lot of unexplained high blood glucose readings. The insulin pump had been alarming no delivery many times for the past week, prior to the phone call. The customer's blood glucose was 467 mg/dl, which was treated with a manual injection. The customer stated that they were very thirsty. Troubleshooting was performed and insulin did not exit during the manual priming process. The infusion set was changed and insulin still did not exit the tubing. The infusion set was removed from the body and it was noted that the cannula was not bent. High pressure test was not performed because the customer did not have the tubing clamp. The drive support cap of the insulin pump was recessed. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.